Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was dislodged. Additionally, non-sustained events due to noise were noted, r waves decreased and thresholds were inconsistent. It was also confirmed through x-ray that the lead had pulled back-up toward the atrium. Furthermore, the lead was successfully repositioned. The rv lead remains in service. No additional adverse patient effects were reported.